Event description:
It was reported to philips by a customer that the unit had code 100b watchdog test failure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer requested bench repair because the unit had vent inop 100b software error/safety net issue. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
It is unknown if any parts or repairs have been conducted. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer.